Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There were no numbers ramping up. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, priming and the excessive no delivery test due to keypad anomaly. The insulin pump had a severely scratched display window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 24 mmol/l. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up on their own. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.